Manufacturer narrative:
Complaint confirmed, the poly was returned and was found to be worn and damaged. The cause of the event is undetermined, however excessive wear may cause the implant to loosen. It is stated in the complaint record the patient was very active, which could contribute to wear of the poly and loosening.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the glenoid got loose. It was removed during a revision surgery and the bone defect was filled up on the humeral and glenoidal side. No further information has been made available.